Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The interconnect cable and the x-ray foot pedal need to be replaced. No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported that there was no image on the monitor of the stenoscop system and that the x-ray foot pedal was not working. No patient injury was reported.